Event description:
Hcp reported patient presented with signs of an infection at the generator implant site. This includes seroma fluid build up. Cultures obtained and were negative with moderate increase in white blood count. No organism/bacteria was identified. The pt was treated with removal of device in 2004. The device was returned to the MFR for analysis.